Manufacturer narrative:
Initial report sent: 08/16/2007.

Event description:
Procedure type: unk; pt gender:unk. According to the reporter, during the utilization of the trocar, a metallic part detached and was found on the stomach of the pt. No pt injury was reported.